Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the high threshold was attributed to the lead. There was no evidence of lead dislodgement. The lead was surgically abandoned. No additional adverse patient effects were reported.